Manufacturer narrative:
Calibra has been unable to request return of the product at this time. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Initial reporter: (B)(6).

Event description:
On (B)(6) 2016, the patient reported that the reservoir was completely empty and the buttons did not lock as expected. The patient reported the following sequence of events: three days after insertion the patient was ready to remove the device and pushed the buttons to give the last dose prior to removal. The patient suspected that the device was empty based on the total doses administered over three days. The patient removed it and still noticed that the buttons did not lock. The reservoir was empty but the buttons did not lock. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because insulin delivery could not be completed.

Manufacturer narrative:
Product investigation was completed on (B)(6) 2016 with the following results: the DHR for this lot did not contain any non-conformances related to this complaint. The last dose lock out was confirmed to have triggered when the device was devoid of insulin. The ldlo event did lock the valve button; the valve button being locked then locks the pump button. However, the pump button would not latch during last dose lock out event and came back out when released. A latch spring arm deformation prevented the pump button from locking as designed. The devices were returned in a state that causes deformation of the spring arms. With the valve button in the locked position, while the pump button is not depressed, the spring arms can become deformed. It cannot be determined how the user was able to get the devices into a state where only the valve button locked. Sample devices from the same lot were tested with no defects found.